Manufacturer narrative:
G3 date should have been submitted as (B)(6) 2026 for device evaluation supplemental report MDR-00509432.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. Customer "did nothing" to address low bg due to being asleep. Ultimately, the customer reverted to an alternate method of insulin therapy.